Event description:
It was reported that the patient has an infection at the ipg site. The types of infection were found to be septic and staphyloccocus aureus. The patient was placed on antibiotics.the physician believed that the infections were not device related and it was due to the patient's wound site and possibly the hospital. Additional information was received that the patient's ipg was explanted on 10feb2021. No further information could be obtained.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient has an infection at the ipg site. The types of infection were found to be septic and staphyloccocus aureus. The patient was placed on antibiotics.the physician believed that the infections were not device related and it was due to the patient's wound site and possibly the hospital.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2138700. Model: sc-2138-70. Serial: (B)(6). Batch: 138777/112056. Product family: scs-paddle leads. Upn: m365sc8216700. Model: sc-8216-70. Serial: (B)(6). Batch: 7060562.

Event description:
It was reported that the patient has an infection at the ipg site. The types of infection were found to be septic and staphyloccocus aureus. The patient was placed on antibiotics. The physician believed that the infections were not device related and it was due to the patient's wound site and possibly the hospital. Additional information was received that the patients ipg was explanted on (B)(6) 2021. No further information could be obtained. Additional information was received that all components were explanted. According to the physician, there was a drainage at the thoracic incision. Nothing noted during last procedure that would have attributed to infection.